Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant it was noted that the atrial pace did not seem to be capturing. This was seen for a few moments real time but then it was not observed again. The patient would continue to be monitored.